Event description:
Consumer called to report being in the hospital due to a higher reading of 600. Does not know if any inaccurate readings are the cause, but readings in the hospital using his plink meter are higher than the nurse's test readings.